Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the intuitive surgical, inc. (Isi) clinical sales representative (csr) contacted an isi technical support engineer (tse) and reported that they had a fault on the system. The customer kept getting a cannula invalid error over and over on either arm 2 or arm 3. The csr and customer were not sure which arm was causing the issue. The tse reviewed the live logs and artemis, but the system was in sleep mode and no relevant errors were found. Prior to the call, the customer converted to traditional laparoscopic surgery. Isi followed up with the csr and obtained the following additional information: it was confirmed that this event occurred during a benign hysterectomy on (B)(6) 2022. The customer was never able to dock the robot to the patient. Ports were placed but there was no report of ports being added or expanded. There was no reported patient injury due to the issue. There was a minor delay in procedure, but it wasn't known the exact length of the delay. The procedure was completed laparoscopically.

Manufacturer narrative:
Based on the claim against the product by the customer noting that they kept getting a cannula invalid error, an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The customer had called about a cannula issue on universal surgical manipulator (usm) 2 or 3. The fse logged into remote fe to look at any usm history. The fse found errors 1162 and 32058 on usm 2 and no errors on usm 3. The fse replaced usm 2 to resolve the issue. The system was tested and verified as ready for use. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The usm was analyzed and the reported failures of errors 1162 and 32058 were found to be confirmed and replicated. The unit was tested on an in-house system and failed normal mode as it triggered 1162 errors. The system did not trigger errors 32058 but they were confirmed via the error logs and system logs on the axes controller spar connector (acsc). The cannula acsc port clutch switch was swapped out with a new one and the error no longer occurred. The original cannula acsc port clutch switch was reinstalled, and the errors returned. The unit was tested on a psc fixture test platform (pftp) with a new cannula acsc port clutch switch and passed direction test, lissajous, chipencoder virtual absolute (cva) characterization, sensors check, sine cycle, friction test, carriage friction test, brake release test, brake hold test, advanced brake test, carriage strength test, and carriage switches test. The cannula acsc port clutch switch and acsc flat flex cable (ffc) will be replaced as a fix to the reported problem. The complaint regarding getting a cannula invalid error was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue. A procedure log review was performed. Per the review, the following was confirmed: a benign hysterectomy procedure was performed on system (B)(4) on (B)(6) 2022. A review of the site's system logs for the reported procedure date was conducted by the fse. The investigation revealed the following possible related system errors: usm error code was 1126 and 32058. Images and video clips associated with this reported event were not submitted for review. The probable root cause is attributed to a component failure as the acsc port clutch switch and acsc flat flex cable (ffc) needed to be replaced to resolve the issue. This complaint is being reported due to the following conclusion: the customer converted after the start of the procedure due to repeated faults on universal surgical manipulator 3. Failure analysis of the usm confirmed a component failure. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a conversion/abortion.